Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor died. Method & results: -device evaluation and results: no device inspection could be completed as the product was not returned for evaluation. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor died failure of p/n 110940. There have been no other events for the referenced catalog number. Trend request for this part number has been submitted (trend request #737). Conclusions: the anspach emax 2 plus burr motor is an OEM device. The failure mode could not be confirmed because the part was not returned for evaluation. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device. OEM product.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. Trouble shooting was performed by mps .it was determined the case could not continue as planned. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. Trouble shooting was performed by mps .it was determined the case could not continue as planned. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.